Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.

Event description:
Customer reported pt notified nurse he was bleeding. The nurse found there was blood on the pt gown and it was coming from the pt's IV tubing. IV tubing was clamped and on further inspection found the tubing had come apart. Pt does not know what happened, he denies pulling on the tubing. There was no report of pt harm or medical intervention required. Although requested, no further pt or event info provided.